Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was undergoing a basic evaluation trial using an external neurostimulator (ens) for urge incontinence. It was reported that the patient¿s manufacturer representative was unable to activate the right lead the day after the patient¿s procedure, and were unsure why they felt nothing on their right side. It was noted the trial began (B)(6) 2020. No further device issues and no further patient complications were reported.